Manufacturer narrative:
(B)(4). Date of event: it was reported the surgery was (B)(6). (B)(4). (B)(6). Date received by manufacturer: jan 1, 2019 was used as the sales rep. Stated the surgery was (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a band snapped prior to screw insertion during a procedure. The procedure was completed with another sternalock360. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned and therefore could not be visually evaluated or functionally tested. No photos of the alleged event were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.